Manufacturer narrative:
Results: evaluation of the returned unit confirmed the unit does not sound when the pull magnet is taken off of the magnet mounting plate. The pins inside the sensor receptacle are crossed, the warning label is peeled off, the battery door is missing and there are scuff marks on the outside of the alarm housing. (B)(4).

Event description:
Customer reported the alarm has no tone. Customer did not provide a date when the issue was discovered. No patient incident or injury was reported.